Manufacturer narrative:
Additional procodes: kwp, kwq, mnh, mni. Part: 498.831. Lot: l280536. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure, no manufacturing record evaluation is required. Visual inspection: the fract-clamp f/r ø6 low profile tan light was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the subcomponent of the device uss-setscr w/hexhead f/uss-clamp w/post- (p/n: 498.004) was cross-threaded. No other issues were observed with the returned device. Functional test: the functional test was not performed on the returned device as the device was returned by itself and the subcomponent was unable to disassemble from the device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review since the exact manufactured date of the device was not identified, the current revision of drawings were reviewed spannzangenbacke, ssfs stellschraube m5 x 0.5 x 6.5. Investigation conclusion: the complaint condition was confirmed for the fract-clamp f/r ø6 low profile tan light as the device received was cross-threaded which could have led to the complaint condition. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, there was a surgery with the universal spine system (uss) fracture system where the implant did not work. This implant has a gold component that should fit the system bar, and this did not fit. The surgeon changed for a new implant and it worked. Procedure was completed successfully with a three to five (3-5) minute delay. Patient was stable. Concomitant devices: rod (part: unknown, lot: unknown, quantity: 1) this report is for a titanium (ti) uss low profile fracture clamp. This is report 1 of 1 for (B)(4).